Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.8, laboratory inr: na. The caller's normal warfarin dose was 4.5mg daily. After receiving the 1.8 inratio inr, the patient took warfarin 7.5mg for 2 days. Date: (B)(6) 2015, inratio inr: 1.9, laboratory inr: 3.1. Therapeutic range: 2.0 - 3.0. The time between testing on (B)(6) 2015 was one (1) hour. On (B)(6) 2015, the caller went to the laboratory for inr testing which resulted in a 1.6. He then went home and tested on the inratio device and received a 1.4 (strip lot# 372984a). The time between testing was fifty (50) minutes. The call was satisfied with this comparison. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365429a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.